Manufacturer narrative:
Co's analysis found on the model 0020: returned products testing was performed on a lead that was severed 155 mm from the terminal pin, two sections were returned. Visual inspection noted that the dbs cable is fractured at the proximal end of the shocking electrode and arcing is evident. The inside of the insulation lumen for the conductor cable is blackened and discolored at the proximal end of the shocking electrode. Microscopic analysis of the electrode crimp shows the conductor cable was firmly captured by the crimp. The root cause of the conductor discontinuity was likely due to repeated flexing at the dbs cable/shocking electrode interface. Arcing occurred during energy delivery subsequent to the conductor break.